Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia repair, while suturing the crus of the hiatus, the device was difficult to load, toggle and unload. The needle came off the jaws and remained in the muscle. The surgeon decided to leave the needle in the tissue to prevent any injury to the patient.